Manufacturer narrative:
The reported event of noise was confirmed. A partial lead measuring 47.1cm was returned in one piece. Final analysis found that the external insulation abraded at 3.7cm to 4.4cm, 5.4cm to 5.7cm, and 40.3cm to 40.8cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the atrial lead exhibited over-sensing noise, inappropriate mode switch, and loss of atrioventricular synchrony. The atrial lead was explanted and replaced. Patient was stable.